Manufacturer narrative:
Product evaluation: the device was received for repair; however, pre-repair temperature testing could not be performed. The handpiece does not work; motor is stuck in the housing and the shaft key is worn. The device was cleaned, repaired and successfully tested to manufacturing specifications.

Event description:
It was reported that the device was overheating during a procedure. There was no reported patient impact.